Event description:
Patient was admitted to the hospital with high bgs. It was stated that they has unexplained high bgs for a week and the entire set was changed three times prior to the hospitalization. Also they received an error alarm after the batteries were re-inserted. Then the health care team removed the batteries due to an alarm. The medical staff and the customer could not find the cause for their dka. Troubleshooting was performed. The pump passed the testing.